Manufacturer narrative:
The equipment was received in vyaire facility for evaluation and the service technician was unable to verify the reported circuit test failed problem. The technician performed the circuit leak test 50 times at multiple angles with 9.6lpm and passed.

Event description:
The customer reported to vyaire medical that the enve ventilator failed on a patient. They took it off the patient and power it up again and the circuit test failed. The ventilator was removed from the patient and the customer confirmed that there was no patient harm associated with the reported event.